Event description:
A friend of the customer reported that the customer was unconscious and sweating. The customer's friend reported that she could not wake up the customer and was concerned that he was suffering from a medical problem. The customer's friend was not sure what the customer would like her to do, so she refused to give any info. The customer's friend was advised that the customer required urgent medical assistance. Paramedics were called to the address provided by the customer's friend. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.